Event description:
Customer called adc customer service in order to setup their freestyle freedom blood glucose monitor. The customer was assisted in calibrating their meter. The customer then relayed that the previous week, they were unable to test their blood glucose and experienced symptoms of hypoglycemia. Paramedics were called, and the customer was diagnosed with hypoglycemia. Exact treatment administered in order to stabilize glucose levels is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.